Event description:
On completion of coronary artery intervention. Final fluoro image was taken and md noted that the tip of the kinetix wire that was used for the procedure had broken inside the distal portion of left anterior descending artery. All attempts to remove the wire was futile. Diagnosis or reason for use: coronary artery intervention.